Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was unable to get into bolus screen from home screen. Customer stated that they were hospitalized due to small stroke not because of diabetes. Customer¿s current blood glucose was 178mg/dl. Customer was advised to insulin pump was not delivering bolus. Insulin pump will not be return for analysis.